Event description:
The customer was hospitalized for dka. The programming on the pump was accurate. After running the leadscrew test, the customer stated that the leadscrew did not rotate completely. At that time, the customer was instructed to go on back up plan per md protocol until the replacement arrives.